Manufacturer narrative:
The product was not returned for eval. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that his blood glucose reached "high" (>500 mg/dl) less than 4 hours after the pod was activated and that the cannula was out of the skin.